Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that some chemistries on the cartridge chemistry (cc) side of the unicel dxc 600i synchron access clinical system have erratic quality control issues, namely ammonia (amm), lactate (lact) and total protein (tpm). Customer reported that calibration failed and they recalibrated the chemistries. Customer reported that the dxc 600i generated blank absorbance low (blk abs low) and out of instrument range low (oir low) errors for amm, ethanol (etoh) and tpm after the recalibration. Customer reported that the total bilirubin (tbil) and direct bilirubin (dbil) quality control results were erratic after recalibration. Customer reported that fluid has seen dripping from reagent probe b. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the slightly bent reagent mixer paddle. The fse performed wash station deflection alignment and all probe alignments. The fse replaced the cc sample probe. The fse ran precision verification test five times and noted normal precision. The fse ran quality control and verified operation.